Event description:
It was reported that the ventricular assist device (vad) patient was admitted due to hypotension, worsening heart failure symptoms and likely sepsis. The patient had a long hospital course with an escalation of aggressive therapy with elevated lactic acid levels in the setting of septic shock and endocarditis with challenging hemodynamics to maintain adequate flow in the setting of precapillary pulmonary hypertension which was minimally responsive to vasodilation. After a month, it was discussed with family that patient had a poor prognosis overall as they required aggressive support for renal failure, heart failure, respiratory failure and vasoplegia. The patient's family decided on comfort measures only, extubation, and discontinuation of multiple pressors, vad and continuous renal replacement therapy (crrt). The patient subsequently expired.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. Review of the sterility certificate could not be conducted since the serial number is unknown. Information provided by the site indicated that the ventricular assist device (vad) patient was admitted due to hypotension, worsening heart failure symptoms and likely sepsis. The patient had a long hospital course with an escalation of aggressive therapy with elevated lactic acid levels in the setting of septic shock and endocarditis with challenging hemodynamics to maintain adequate flow in the setting of precapillary pulmonary hypertension which was minimally responsive to vasodilation. After a month, it was discussed with family that patient had a poor prognosis overall as they required aggressive support for renal failure, heart failure, respiratory failure and vasoplegia. The patient's family decided on comfort measures only, extubation, and discontinuation of multiple pressors, vad and continuous renal replacement therapy (crrt). The patient subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure, infection, renal dysfunction, respiratory dysfunction, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.